Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead had non capture at the highest output, high impedance of greater than 4000 ohms and no sensing. It was further reported that the patient's heart rate was in the 30's. The pocket was reopened the following day and each existing lead was tested individually. It was further reported that a visual examination of the rv lead showed blood within the insulation. The lead was capped and the device was attached to a different existing lead. The device was programmed in a unipolar configuration and tested within normal limits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.